Event description:
A surgeon reported to a biomedical engineer that during a vitrectomy procedure, the system's screen went blank with a blue background. The system was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and was able to replicate the customer reported problem. The company representative replaced the sdram (synchronous dynamic random-access memory) memory card to resolve the issue. The system was then tested and met product specifications. There was no root cause identified. (B)(4).